Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: abscess; possible rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿doble capsula¿ with inspira textured silicone gel filled breast implant. MRI conclusion: ¿findings compatible with abscess in left mamma and intracapsular rupture in left protesis¿. The device has been explanted.